Event description:
It was reported that a pump experienced a "door error - constant close door alarms". It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Confirmed - evaluation found force required to secure door is above expected levels which is more than likely what reported symptom of "door error/ pc" is referring to. The door hooks and latch pins will be replaced to correct this condition.